Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following section has been updated : d2, g1-2, g4, g5, h2, h3, h6, h10. H3 - the device was not evaluated as the batch number was not communicated and the product was not returned. The device was not returned to the manufacturer. Therefore it could not be analyzed. The device manufacturing quality record could not be reviewed as the lot number of the product was not communicated. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : lot number not communicated.

Event description:
It was reported that during surgery, the monomer liquid could not be retracted into the cartridge, even if vacuum and appropriate application were performed. To complete the procedure a new system has been used. No adverse patient consequence was reported.

Manufacturer narrative:
(B)(4). Unique identifier (UDI) # : (B)(4). Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that during surgery, the monomer liquid could not be retracted into the cartridge, due to vacuum and appropriate application. To complete the procedure a new system has been used. No adverse patient consequence was reported.